Event description:
It was reported by a healthcare professional that postoperatively to an unknown procedure performed on an unknown date, a orthocord -one violet/one blue braided composite suture 12/pk device was used. According to the report, due to knee pain after surgery, the patient went to the hospital for reexamination and found that the suture was broken. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.